Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found the cannula motor pump assembly was faulty. The fse replaced the motor assembly, which repaired the failing controls. The fse re-reran controls and the controls passed. (B)(4)..

Event description:
The customer reported the positive control of the iq200 elite instrument was running low. There were no erroneous patient results generated or reported out of the lab.